Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert on the ilet, observed the luer connectors had become unattached from the cartridge, and noted a discordant glucose value of 57 mg/dl on the ilet while a blood glucose meter showed 100 mg/dl; ilet data indicated a brief nadir of 57 mg/dl lasting one minute. Symptoms included a perceived low glucose event without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrate and recovery to 159 mg/dl, without medical intervention or assistance. Investigation included troubleshooting and education on disconnection and reconnection for showering, as well as review of device data. Investigation of this case revealed that the event was brief, the user was able to self-manage, and delivery was resumed after guidance. It was concluded that the reported low glucose was transient and that the user¿s infusion connection issue was addressed through troubleshooting and education.